Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation. Fluoro check of loading was performed. Pre-dilatation performed with 18x40 cristal balloon. After four recaptures of the valve, it was implanted at a depth of 4-5mm. During implantation, the patient developed left bundle branch block (lbbb) which required pacing to stabilize. At the end of the procedure, one of the leaflets of the valve was described as "flapping". The leaflets were still co-apting and no damage to leaflets was observed. Mild aortic regurgitation was present. No intervention was performed. The patient left the operating room with a temporary pacemaker. It was reported that the patient was recovering well and was discharged within 48 hours.

Manufacturer narrative:
An event of left bundle branch block (lbbb), post-implant leaflet deformation, and mild aortic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported lbbb could not be conclusively determined. The cause of the reported aortic regurgitation and leaflet deformation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Codes removed: health effect-clinical code: 1721 arrhythmia. Codes added: health effect-clinical code: 4444 heart block.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation. Fluoro check of loading was performed. Pre-dilatation performed with 18x40 cristal balloon. After four recaptures of the valve, it was implanted at a depth of 4-5mm. During implantation, the patient became hemodynamically unstable which required pacing to stabilize. At the end of the procedure, one of the leaflets of the valve was described as "flapping". The leaflets were still co-apting and no damage to leaflets was observed. Mild aortic regurgitation was present. No intervention was performed. The patient left the operating room with a temporary pacemaker. It was reported that the patient was recovering well and was discharged within 48 hours.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.